Event description:
The affiliate reported the customer alleged elevated troponin I (accutni) results, within the risk stratification, for two patients, involving unicel dxc 600i synchron access clinical system. This is report number one of two. Subsequent testing recovered reproducible results. The elevated results were discordant to an alternate methodology which was negative. The elevated results were not released out of the laboratory. The alternate methodology results, within the normal reference interval, were issued. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Per conversation with the customer on (B)(6) 2012, the customer suspects the erroneous results were due to sample handling issues. The customer now pipettes all samples from the primary tube into sample cups for processing, and this has resolved the erroneous false positive troponin I issues. Patient samples were collected in plasma tubes with gel separator. Samples are centrifuged at 4,000 rcf (relative centrifugal force) for five (5) minutes. The customer has instituted a repeat protocol to identify falsely elevated troponin I results. The protocol consists of visually inspecting any troponin I result that is greater or equal to 0.1 ng/ml. If the sample appears "fine", the technician repeats the sample in the primary tube. If samples integrity is questioned, the sample is aliquoted, re-centrifuged, and re-analyzed from an aliquot tube. Both levels of the customer supplied troponin I quality control (qc) charts dated from (B)(6) 2011 through (B)(6) 2012 were reviewed. All qc values were within 1-2 standard deviation (sd) of the customer's established means prior to the event. The customer noted obtaining failed troponin I qc results after the event. Troponin I calibration curve from (B)(6) 2011, supplied by the customer, was within specifications. Routine system check, performed on (B)(6) 2012, also passed within specifications.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer has a standard protocol to retest unexpected results prior to releasing reports out of the laboratory. This medwatch report is related to 2122870-2012-00396.